Event description:
It was reported that during the implant procedure, the atrial lead was unable to be inserted into the atrial port. After applying silicone oil, the lead was able to be secured and implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.